Manufacturer narrative:
Date sent to the FDA: 3/3/2016. Patient underwent a soft tissue mass removal from her left scapula on (B)(6) 2015.

Manufacturer narrative:
(B)(4): the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported by an attorney that the patient underwent a myomectomy on (B)(6) 2014 and a morcellator was utilized to remove uterine fibroids. On (B)(6) 2014 the patient underwent an endometrial biopsy, and was diagnosed with well differentiated adenocarcinoma of endocervical origin. The patient underwent a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. On (B)(6) 2015, the patient experienced abdominal pain and went to the emergency room, a c-t scan of the patient&#38112;abdomen showed cysts originating from the patient's cecum, an appendiceal mucoele, and several visible lymph nodes in the patient's right pelvis. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Event description:
It was reported by an attorney that the patient underwent a myomectomy on (B)(6) 2014 and a morcellator was utilized to remove uterine fibroids. On (B)(6) 2014 the patient underwent an endometrial biopsy, and was diagnosed with well differentiated adenocarcinoma of endocervical origin. The patient underwent a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. On (B)(6) 2015, the patient experienced abdominal pain and went to the emergency room, a c-t scan of the patient's abdomen showed cysts originating from the patient's cecum, an appendiceal mucoele, and several visible lymph nodes in the patient's right pelvis. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. This report is a 30 day initial report, sent as follow-up 2 due to emdr transmission error.

Event description:
It was reported by an attorney that the patient underwent a myomectomy on (B)(6) 2014 and a morcellator was utilized to remove uterine fibroids. On (B)(6) 2014, the patient underwent an endometrial biopsy, and was diagnosed with well differentiated adenocarcinoma of endocervical origin. The patient underwent a total laparoscopic hysterectomy with bilateral salpingo -oophorectomy. On (B)(6) 2015, the patient experienced abdominal pain and went to the emergency room, a c-t scan of the patient's abdomen showed cysts originating from the patient's cecum, an appendiceal mucocele, and several visible lymph nodes in the patient's right pelvis. No additional information was provided.